Event description:
Patient status post plate, lc-dcp plate and cortex screws implantation on (B)(6) 2011, was discovered to have inadequate fixation of the left hand, the plate was too short. Plate and screws removed on (B)(6) 2011. Patient was revised to a longer plate and screws. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.